Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 440 mg/dl. The customer stated that she was admitted last night for pneumonia. The health care provider advised the customer to press escape and act 4 times. The customer stated that the pump does get dropped and hit the floor a lot. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the down arrow button, escape and act buttons. The lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test.the insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked lcd window corners, cracked reservoir tube lip and cracked battery tube threads.